Manufacturer narrative:
The lot 429 was manufactured at (B)(4) for the clinical outcomes study. The results of this review showed that this lot was correctly processed following product build specifications. The lot was manufactured, inspected, and released per approved calibra procedures. No issues related to this complaint were identified during the processing of this lot.

Event description:
On (B)(6) 2017, it was reported that the patch was locked; the patient was not able to squeeze the tan buttons. Allegedly, the issue occurred on day 1 of the patch use so it was not empty, and there was no indication that the cannula was bent or that an occlusion had occurred. There was no reported issue with blood glycemia. It was said that the patch was changed after the issue occurred. This complaint is being reported because the user was unable to deliver insulin from the complainant patch.